Manufacturer narrative:
**UDI related data quality updates only** as we received an email time-stamped wednesday, (B)(6) 2024 3:27 am at our end from (B)(6) , MDR data systems team, to inform us that information about the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a was incorrect. Although corsair pro is currently us marketed, the subject model is sold outside the us with the same model numbe with "r" attached to its end.after comparing the information in the previous submitted MDR with that of corsair pro in the corresponding fields in the gudid, we determined to submit this supplemental report. The changes we intend to make are as follows: the changes we intend to make are as follows: d3: manufacturer name, city, and state - from asahi intecc co., ltd. To asahi intecc co., ltd. D4: model # - from na to csr135-26pr catalog # - from csr135-26pr to no entry serial # - from na to no entry g1: contact office - (B)(6). G1: email - from (B)(6). H4: device manufacturer date - from 02-3-2023 to no entry.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified stenosis in the segment #6 of the left anterior descending artery (lad). An asahi sion black guide wire was delivered to the first diagonal branch (d1) to protect the side branch. After stenting in the segment #6, the d1 disappeared due to plaque shift. To reestablish the blood flow in the d1, an asahi corsair pro microcatheter was advanced over the sion black that was in the d1. When the corsair pro was delivered to the d1 through the outside of the stent, vessel perforation was noted from the d1. When a non-asahi embolization coil was inserted into the corsair pro and pushed by a non-asahi pusher, the coil got stuck near the tip of the corsair pro. A non-asahi covered stent was deployed to seal the perforation and the procedure was then completed. There were no adverse patient effects associated with this event. Corsair pro: MFR report #: 3003775027-2023-00113. Sion black: MFR report #: 3003775027-2023-00114.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The reported corsair pro microcatheter was returned for evaluation. The returned corsair pro was found cut at approximately 50mm from the tip. No damage such as a kink was found on the corsair pro throughout its length including the distal cut segment. X-ray observation found that the coil remained inside the distal cut segment of the corsair pro. The coil was found disarranged and loosened at the proximal segment. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that the force might have been applied to the vessel wall when the corsair pro was advanced outside the stent and into the d1, causing the vessel perforation. It was concluded that this event was not attributed to product quality. It was also concluded that the stuck of the concomitantly used embolization coil was attributed to the damage of the coil. No CAPA will be taken. Instructions for use (IFU) states: [indications for use] ~ this product is intended to provide support to facilitate the placement of guide wires in the coronary and peripheral vasculatures, and can be used to exchange one guide wire for another. This product is also intended to assist in the delivery of contrast media into the coronary, peripheral and abdominal vasculatures, and to assist in crossing de novo coronary chronic total occlusions (cto). [Warnings] ~ do not use this microcatheter in advanced calcified lesion. [Malfunction and adverse effects] ~ perforation of blood vessels.